Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b3: date of event is unknown. Reportedly the event occurred on an unknown date in 2019. H3, h4, h6: part 314.743, lot h427160: release to warehouse date: april 10, 2018. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the device was received with the distal tip of the device broken. No other issues were identified. This is consistent with the reported complaint condition. The relevant dimensions were measured and both inner and outer diameters are conforming. The relevant drawings were reviewed. The complaint was confirmed. The distal tip of the device was broken off. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the reamer irrigation aspirator (ria) drive shaft broke during an unknown surgical procedure. When reaming down into the canal, surgeon experienced no trouble at all. While removing the reamer, it got stuck on the cortices of the femur, causing the trouble. The surgeon was finally able to pull the reamer out after using some force, which put a break in the shaft of the reamer, making it no longer usable. Broken pieces were removed without any fragments. The procedure was successfully completed without any delay. There was no patient consequence. Concomitant devices reported: unknown reamer head ( part # unknown, lot # unknown, quantity 1). This report is for one (1) drive shaft-minimum 520mm length. This is report 1 of 1 for complaint (B)(4).